Event description:
Additional information was received from a patient. It was reported the patient had net with their healthcare provider (hcp) and a manufacturer representative (rep) on the same day in april - they were not sure of the exact date. The circumstances that led to the implant site soreness was the hard sneezing and coughing, to the point of black eyes from sneezing and blacking out from coughing. The steps taken to resolve the soreness included sinus surgery and acid reflux was taken care of. The patient stated the soreness had eased up.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. Patient reported that she had soreness at the implantable neurostimulator (ins) site and this started on friday. It was indicated that since (B)(6) 2015, she has had a severe sinus infection and sneezes and coughs violently. Because of the severity of the sneezing and coughing,she developed a black eye, broken blood vessel. She had three accidents last week and a half. She contacted manufacture representative and she reviewed of buttons. She realized that she has been turning her stimulation off without knowing. She stated this is most likely why she has been experiencing return of symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.